Event description:
It was reported that during a thoracoscopy procedure, the cartridge fell into the thoracic cavity of the patient. Due to the patient's advanced stage of disease, they required opening. It was at this time that the device was recovered from the cavity.